Event description:
Pt in or for repair of left inguinal hernia, which was comprised of some colon. Procedure was complicated because of scarring. Multiple attempts at dissecting colon free. Portions of colonic loop began to devascularize probably from traction on mesenteric vessels. Pt required resection of colon to perform primary anastomosis.